Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and down buttons due to moisture damage keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer had the device in his pocket, it was not tight and customer was standing. Blood glucose value was 148 mg/dl; he stated that 2 hours back it was 62 mg/dl and customer treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.